Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that t-wave oversensing was present thereby, inhibiting pacing greater than 60 pulses per minute (ppm). Device programming changes made. No patient complications have been reported because of this event.